Manufacturer narrative:
Patient ID: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an unknown procedure, a mixed 10cc norian drillable inject had leaked when pushed into cement, thus, was not used for the case. The surgeon used a backup of 5cc. It is unknown if there was surgical delay. No consequence to patient. Concomitant device reported: unknown norian drillable fast set putty (part# /lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) norian drillable inject 10cc-sterile. This is report 1 of 1 for (B)(4).